Event description:
It was reported that a wireless module has suffered fluid intrusion. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation found the module's wireless connection capabilities inoperable due to corrosion on the wireless module flex and radio pcb. As a result of the fluid intrusion, the components have failed, rendering the unit unserviceable due to the mac address assigned as the product serial number.